Event description:
Boston scientific crm received information that this left ventricular lead fractured. The lead was explanted and replaced.

Manufacturer narrative:
As of this report, the lead has not been returned. Should this lead get returned or should additional information become available, this event would be updated.